Manufacturer narrative:
H.6 investigation summary : bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for embedded fm in the tube wall and cap, defective marking and black fm in the gel with the incident lot was observed. Based on the investigation, the most likely root cause was determined to be related to a manufacturing issue. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that foreign matter and label error were found before use with a bd vacutainer® sst¿ advance plus blood collection tubes. The following information was provided by the initial reporter, "(dirty shield)(smear)(fm got mixed)(defective marking)" 6 occurrences were reported.

Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 9063825. Medical device expiration date: 2020-08-31. Device manufacture date: 2019-03-04. Medical device lot #: 8354913. Medical device expiration date: 2020-08-31. Device manufacture date: 2019-03-04. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that foreign matter and label error were found before use with a bd vacutainer® sst¿ advance plus blood collection tubes. The following information was provided by the initial reporter, "(dirty shield)(smear)(fm got mixed)(defective marking)" 6 occurrences were reported.